Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a the cartridge tubing broke. Reportedly, a seat belt had rubbed against the cartridge tubing. There was no reported impact to customer's blood glucose. Customer reverted to an alternate pump for insulin therapy.